Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this atrial lead exhibited oversensing which caused pacing inhibition, resulting in greater than two seconds of asystole. Additionally, loss of capture was observed. Fluoroscopy revealed the lead was fractured. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.